Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2012; dtba1d1, crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead threshold had increased - as observed in the trend - and was now high. The lead remains in use. No patient complications have been reported as a result of this event.